Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been received.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. On (B)(6) 2016 a follow up computed tomography showed aneurysm sac growth and a migration of the proximal extension. The migration caused a suspected type 1a endoleak and a dilation of the infrarenal aortic neck. The physician elected to explant the devices on (B)(6) 2016. The patient was stable post procedure.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported type 3b endoleak. Additionally there was evidence to reasonably support the following observations; renal stent placement after initial procedure, groin cellulitis, ischemia, occlusion, and multiple non-endologix stent placement in the sfa, right external iliac artery, left external iliac artery, and a surgical evacuation of the right groin. The clinical assessment was based on adequate medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event device was not returned for further evaluation. Clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; antiplatelet therapy and off label use.

Event description:
Additional patient history was received. Reportedly during the initial implant the patient had a intraoperative stent migration and repositioning of the stent caused abnormal folding of the stent. One day post procedure the patient had a renal stent placed due to the partial covering of the renal artery. Three weeks post implant the patient came in emergently with cellulitis of the right groin and was treated with medical management. Three months post procedure the patient was diagnosed with ischemia, right groin dehiscence, and bilateral occlusion of the sfa. The physician elected to implanted multiple non endologix stent in the infrarenal aorta, the right external iliac artery, left external iliac artery, and completed a surgical evacuation of the right groin.